Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image or signal is outputted, due to the failure of the printed circuit board. The firewire output may have been misused, during the connection and disconnection of the signal cable without powering down the device. Olympus will continue to monitor the field performance of this device.

Event description:
The field service technician (fst) reported to olympus on behalf of the custom that the evis exera iii video system center fails the firewire connection (no signal) of the printed circuit board (dx) during preparation for use. There were no reports of patient harm or impact associated with the reported event. Additionally, the (fst) stated that the board of this processor was changed in the field for the same error previously, and 4 months later broke again.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found that the printed circuit board was damaged due to misuse of the external firewire cable connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.